Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, the fiber rupture (break) causing blood to leak out of the fiber oxygenator bundle. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 08, 2020.   Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that, the blood leaked into the housing around the oxygenator and then out the exhaust port.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability - added date returned to manufacturer) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (device evaluation anticipated by manufacturer - a third follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 213, 67, 4315). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code #1: 67 - no problem detected. Conclusions code #2: 4315 - cause not established. The returned sample was visually inspected with no break or anomaly that could lead to leak, and the fiber in the gas-out side of the oxygenator seemed to be partially red. After having been rinsed and dried, the actual sample was filled with physiological saline solution, it was then leak tested by applying air of 2kgf/cm2 to the blood channel, and no leak was observed. The review of the performance test result of the involved fiber lot and manufacturing record, and incoming inspection result of the material code/lot, confirmed that there were no anomalies in it. The definitive root cause of the plasma leak in this complaint can not be determined from the investigation results. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.